Event description:
Peripherally inserted central catheter inserted. Clot developed approx 6 days later. Discontinued. PICC inserted without difficulty. Was flushed according to MFR's recommendation but clot in cephalic vein. Resolved after PICC removed. This is one example of at least 4 clots in 5 pts with same PICC. This occurred in 5/13 of last PICC line insertions. Two lot #s. Rptr can't tell if gloves or catheter or other factor(s) to blame. Rptr states this is a high percentage and asks if anyone else is seeing this. Pt treated wtih warm soaks. Rep of bard notified for further investigation. Line discontinued from pt. Kept to return to co.